Event description:
It was reported that the pt experienced a loss of therapeutic effect and no stimulation sensation. The pt had fallen 25 times in the last year. And end-of-service/end-of-life message was reported. The pt's pain area was from t7 to s1, and therapy was on all the time. Amplitude was originally at 8 volts, and then after reprogrammed to 4.5 volts. Add'l info has been requested, but was not available as of the date of this report.

Event description:
Additional information showed the patient's device was at normal battery depletion. The device was replaced with a rechargeable device. The patient recovered without sequela.

Manufacturer narrative:
(B)(4).